Event description:
The customer reported the ventilator was not showing high enough return volume while in use on a patient. The customer had reported there was no patient harm. Upon arrival to the facility to service the unit, the manufacturers service technician reported finding a note taped to the device that reported the 'patient on the ventilator had spo2 go down, and when the device setting was changed to ac mode, there was no flow or tidal volume and the unit was registering high peak inspiratory pressure even off the patient. The patient was removed from the ventilator and was doing well. Set 500vt reading 250 approx'. The service technician proceeded to perform evaluation and testing of the unit and was unable to duplicate the reported problem. The unit successfully passed extended self testing and performance verification testing. The hospital lead of cardiopulmonary services has been contacted to obtain further event information.

Manufacturer narrative:
Supplemental report.

Event description:
Hospital director of safety/risk, reported the following: the reported patient's saturation (spo2) decrease occurred prior to the reported problem with the ventilator. Due to the patient's spo2 drop, the clinician wanted to change the ventilator mode to a/c but encountered the reported problem. There was no patient harm or injury, and the patient's spo2 drop was not due to the reported problem.